Manufacturer narrative:
On august 16, 2021, mentor became aware that incorrect common device name was inadvertently submitted under the previous initial submission. It has been correctly updated on this form. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture, and chest injury chest injury. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with an unknown size unknown gel implant and experienced breast implant rupture on her left side after falling down in the garage. The patient underwent bilateral explantation, and replacement with catalog number 3501655; serial number 5597843-006 on the left side, and with catalog number 3501655; serial number 5652434-012 on the right side on (B)(6) 2006.